Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was disposed of and will not be returned. Batch # unk.

Event description:
It was reported that during an unknown procedure, the anvil could not be set to the trocar. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.